Event description:
A high drain error 105 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 10:45:38 during night drain cycle five. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.